Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe 6mm to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not received for evaluation. A review of the device history records could not be carried out as the lot code was unknown. In the case presented a patient had been treated with star on (B)(6) 2012 due to an arthritis of his right ankle. After an implantation time of approximately 4 years a regular CT follow up examination showed cystic areas on the anterior aspect of the tibia, on the medial malleolus and a small cystic area on the talar side wall. The patient was revised on (B)(6) 2016. A curettage and grafting of the cystic areas had been performed. The polyethylene sliding core was furthermore exchanged. Cysts in general had been experienced and are nominated in the scientific literature. It does not present an unanticipated event in itself. ¿the by-products of frictional wear between the metal and polyethylene components of joint replacements lead to peri-prosthetic bone resorption. This process is named osteolysis and can result in subclinical or significant bone loss, loss of implant stability, subsidence, and implant failure¿ ¿early recognition, monitoring, and treatment of progressive peri-prosthetic osteolysis may prevent loss of implant stability¿debridement of the cyst and grafting, correction of malalignment if present, and polyethylene exchange may arrest progressive osteolysis and should be performed before implant failure.¿ cysts were furthermore clinically assessed by a consultant hcp: ¿spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion¿. Based on the available information, a deficiency of the devices in questions was not verified. The exact root cause of bone cyst formation is still poorly explained / understood and multifactorial. In case any relevant clinical information or the implant should become available, we reserve the right to update the investigation and change the root cause. Osteolysis and/or other periprosthetic bone loss (like cysts) are known complications and are listed in the IFU as potential adverse effects.

Event description:
CT scan for route follow up showed cystic area on anterior aspect of tibia, medial malleolus and small area on talar side wall. Procedure is curettage and grafting of cystic areas followed by poly exchange.

Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
CT scan for route follow up showed cystic area on anterior aspect of tibia, medial malleolus and small area on talar side wall. Procedure is curettage and grafting of cystic areas followed by poly exchange.